Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patient's right hip was revised after patient sustained a fall, resulting in a periprosthetic fracture of the proximal femur. Patient was revised to and from stryker devices. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.